Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. No anomalies were found with flushing of the delivery system. The tether lock could not be tested as no tether or tether pin were returned. There is blood on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the operator was unable to lock the tether on the delivery system and a leakage occurred. The device was successfully implanted. The delivery system was removed. No patient complications have been reported as a result of this event.